Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed alleged failure: anchor broken during surgery. Probable root cause: design. -anchor not compatible with prepared hole size (peek only). - anchor thread design makes insertion too difficult. -inserter/anchor material/design too weak. -anchor tip geometry not sharp enough for application. Process. -inserter, implant, manufactured out of specification. Application. -excessive force torquing anchor or lateral force applied during insertion. -not enough axial force during insertion. -use of wrong tap - improperly prepared hole (peek only). -bone to hard for anchor insertion. -bone not hard enough to maintain screw purchase. -no pilot hole prepared (peek only). The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the anchor broke during procedure. All pieces were retrieved.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the anchor broke during procedure. All pieces were retrieved.